Manufacturer narrative:
There is no indication for a material, manufacturing or design-related failure. Based upon new information received, this event was re-evaluated and is considered no longer reportable. No malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fw037r - s4c rod bending forceps f/3.5mm rods. According to the complaint description, the screw loosened during surgery. Doctor tried to alter the bend contour with the wheel on the instrument the setting would not hold due to the loose screw that holds the wheel in place. We tried tightening this screw however it continued to freely spin. There was a 5 minute delay to the procedure and no harm done to the patient. This malfunction prolonged the surgery for 5 minutes. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).